Event description:
The facility reported a failure code 810:04 on channel b during biomed testing. Although attempts were made by baxter customer service, details were not provided regarding additional contact info, or device programming. The hospital representative stated they have no record of any patient incident since the last baxter service event.